Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.